Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited t-wave over-sensing resulting in false tachycardia reading. No intervention was performed. The condition of the patient is unknown.